Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a no delivery alarm during manual prime. Customer just filled a new reservoir. Customer's blood glucose level at the time was 550 mg/dl. Customer's current blood glucose was 108 mg/dl. Troubleshooting was performed but the insulin would not exit the tubing. Customer tried another reservoir with the current set. Customer was advised that changing the reservoir resolved the issue. Customer will be sent replacement reservoirs and infusion sets. Customer was successfully able to do a set change and prime tubing without a no delivery alarm. Customer gave a manual injection before the call. Customer bolused with 20 units. Customer decided to give a bolus along with the manual injection. Customer stated that they are going to eat soon. No further assistance needed.